Manufacturer narrative:
The label clearly states the sterilization / expiration date. The instructions for use state the implant must not be used after the printed expiration date. The clinician should not have place the expired implant.

Event description:
On (B)(6), 2011, straumann received a dental implant product complaint from clinician. This product complaint states that the dental implant, article 042.072s, ep hc 10.0 plus (11mm), lot 2001 was placed in pt on (B)(6) 2011 and because an infection developed the clinician removed the implant from the pt on (B)(6) 2011. The package label on this article 042.072s, ep hc 10.0 plus (11mm), lot 2001 displays a product sterilization expiration date of 06/30/2003 and therefore, the clinician should not have placed the implant in a pt after (B)(6) 2003.